Event description:
It was reported that a patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that as blood pressure decreased after ablation, when the echocardiography was performed, cardiac tamponade was found. Timing when complaints occurred was after ablation. After intrapericardial drainage, blood pressure recovered. No pericardial effusion was observed, and therefore the patient was followed up. The physician's opinions on the relationship between the event and the product was because the ablation was conducted at rvot too much. There was no problem with the product itself. There were no abnormalities observed prior to and during use of the product. The adverse event occurred on (B)(6) 2023. It was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the procedure. Because the ablation was conducted at rvot too much. There was no problem with the bw product. Pericardial drainage was provided. Prior to noting the pe or CT, ablation was performed. No evidence of steam pop. The event occurred during the ablation phase. No error message observed. Force visualization features used was real time graph; dashboard; vector; visitag. Additional filter used with the visitag was fot. Tag index was used. The products will not be returned. Additionally, generator information make, model, serial number --- smartablate generator, g4c-4054a, (B)(4). A transseptal puncture was not performed. Irrigated catheter flow setting was pre rf time 2sec. Post rf time 3sec. During ablation. = 30 w 12 ml/min. = 35 w 20 ml/min. Correct catheter settings were selected on the generator. The pump flow setting was normally controlled by the generator. No error message observed on biosense webster equipment during the procedure. Visitag module was used and parameters for stability were range: 2mm. Time: 3s. Fot: 5g 50%. Tag size: 3mm. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30916883l, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).